Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported from the affiliate¿s competent authority (ca-anvisa), at the time of opening the packaging of the 11 cm. 6 fr. Avanti plus transrad kit catheter sheath introducer (csi), it was observed that the product was glued (the end was out of the box and therefore it was contaminated). There was no reported patient injury. The product will be returned for inspection.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported from the affiliate¿s competent authority (ca-anvisa), at the time of opening the packaging of the 11 cm. 6 fr. Avanti plus transradial kit catheter sheath introducer (csi), it was observed that ¿the product was glued (the end was out of the box and therefore it was contaminated).¿ there was no reported patient injury. The product will be returned for inspection. Multiple attempts to obtain additional information ad return of the product were unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17475490 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are cautioned not to use any opened or damaged products as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.